Manufacturer narrative:
Medwatch sent to FDA on 03/02/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, apollo has not received the device information. Physician office confirmed the device was discarded, therefore no analysis or testing can done. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Adverse events it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Approx 30 out of 160 (18.8%) orbera-treated subjects had their balloon removed endoscopically prior to 6 months. 8 out the 30 were due to serious adverse events of device intolerance. Seven (7) out of 30 early removals were due to other aes, but not diagnosed as device intolerance by the investigator. There were 15 additional early removals which were due to subject request. No additional information is available for these subjects.

Event description:
Reported as: a patient with the orbera intragastric balloon reported "had a good experience with first balloon and decided wanted to do the procedure again. Physician placed the second orbera and had to have it removed within 10 days. Patient had a different experience, felt like it just sat there, felt really sick and was throwing up. Patient had passed out and needed to go to the ER and get IV fluids. The balloon was removed the next day. Patient wants to have the procedure again and have it be like the first experience." Physician confirmed patient's experience and stated "the patient should not have another orbera."